Manufacturer narrative:
(B)(4). Batch # 263a67. Additional information was received: additional event information: the procedure was a vats. The device had no problem before the firing. The amount of bleeding is unknown. It was found by a procedure video that some of the remained staples were unformed. The procedure was not converted to open. No additional treatment was required. The patient would be discharged from the hospital on jan. 17. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload not loaded on the device. The reload was received fully fired without any damages. In addition, two tyveks were received along with the device and a battery pack was received with no apparent damages. During the visual inspection of the knife, no damage was noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right upper lobectomy, bleeding occurred when the device was used on (about 4mm) at the 1st firing. Compression hemostasis was performed for about 40 minutes, but bleeding did not stop. A taco-seal was used to stop bleeding. No further information is available.